Event description:
The customer returned the device stating, ¿the pump had a downstream occlusion pressure too high (48psi)¿; during device evaluation it was found the downstream occlusion sensor was the probable cause of the reported malfunction. The event had occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had a downstream occlusion pressure too high (48psi)" was confirmed through occlusion testing. The probable cause was the downstream occlusion (dso) sensor. The dso sensor was replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.